Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an unable to calibrate optical sensor alarm. The insertion site was femoral. The iab was replaced with a new one and the console was switched out with a different one, but the issue continued. It was noted that the patient's blood pressure on the bedside monitor was stable. The customer also attempted to re-connect the fiber optic cable. The customer was then advised how to connect the lumen of the iab to the pressure port for transducing if the fiber optic did not work. It was stated that they do not connect a flush device to their central lumens, but would attempt to aspirate and flush in order to transduce. The console then self-calibrated successfully and pressures were displayed. It was explained that it is likely that during the discontinuation of bypass, the pulse pressures were too low for a calibration and the console would attempt to calibrate again every 15 minutes until successful. The customer was also advised that they can invoke a calibration at anytime during this period. There was no patient harm or adverse event reported. This report is for the 1st iab used in this event. A separate report will be submitted for the 2nd iab used.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period feb-2020 to jan-2022 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).